Event description:
It was reported that the insertion device ejected the infusion set unintentionally. No adverse event was reported. The insertion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received, lot number now known.